Event description:
The patient reported experiencing elevated blood glucose of 8.9-15.5 mmol/l (160-279 mg/dl) for several weeks. The patient's normal blood glucose level is 7-8 mmol/l (126-144 mg/dl). The patient also reported experiencing air bubbles in the insulin cartridge of the infusion device. The insulin cartridge and adapter is changed every 10 days. The infusion set is changed every 2-3 days. The patient switched to the backup infusion device and had no further issues. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.